Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon functional testing, it was found that the 5.0 mm metal compression screw does not mate with corresponding hexalobe t15 driver. Upon visual evaluation, no problem found with the device. The cause remains process related.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-8750-46h large compression ft screw did not fit into any t15 hex drivers. A new ar-8750-46h large compression ft screw was opened to complete the case successfully without further issues. This was discovered during a calcaneus osteotomy procedure on (B)(6) 2023.